Event description:
It was reported to boston scientific corporation, that during preparation for a ureteroscopy procedure using a flexiva 200 laser fiber, the fiber failed to fire when tested outside of the patient. Laser type and laser settings are unknown. The procedure was completed with another flexiva 200 laser fiber, without any complications to the patient, who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event.

Manufacturer narrative:
Visual examination of the returned fiber revealed there is no aiming beam exiting out of the distal tip or out of any other location on the body of the fiber; indicating that the fiber is broken within the connector.